Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Upon opening the packaging during a repair of an ulnar collateral ligament, the anchor suture was dislodged from the tip of the inserter. Another anchor suture and inserter were used to complete the procedure without delay or patient injury.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not able to be confirmed. The anchor is not assembled on the inserter shaft and the foam that holds the suture in place to the juggerknot handle has been removed from the juggerknot and one of the needles is no longer stuck in the foam. Additionally, the suture has been disassembled from the luer cap. The anchor was observed to be frayed. There is some light staining noted on the suture near the anchor, indicating it may have been attempted to be used; however, as it was reported this issue was discovered out of box, this cannot be confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined based on the condition and observations of the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "correct handling of the device is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders."

Event description:
Upon opening the packaging, the anchor suture was dislodged from the tip of the inserter. Another anchor suture and inserter were used to complete the procedure without delay or patient injury.